Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via interdepartmental helpline solutions tracker that customer had high blood glucose of 500 mg/dl. Twice during infusion set change, it was found that customer had a bent cannula. Customer reported that infusion sets were being replaced. Customer declined transfer to helpline.